Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor paired with the dexcom app but failed to pair with the ilet, resulting in inability of the ilet to receive cgm data; the user was guided to switch the ilet cgm setting from g6 to g7 and reenter the four-digit pairing code, and was advised that pairing could take up to 30 minutes with instruction to call back if unsuccessful. Symptoms included no reported adverse physiological effects. Outcomes included no change in therapy, no medical intervention, and no impact to daily activities. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed that the issue involved software or connectivity pairing between the ilet and the cgm transmitter, with user interface guidance provided to correct configuration. It was concluded that a connectivity or configuration issue likely caused the pairing failure, with no device malfunction confirmed and no patient harm reported.